Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): a 4092-52 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, noise, short v-v, was possibly fractured, non-sustained ventricular tachycardia episodes, and high-rate non-sustained episodes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.